Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with palpitations. Multiple non-sustained rv oversensing events were observed via remote transmission, but the egms were unable to be retrieved. The diagnostics were cleared.